Event description:
Information was received indicating that a smiths medical cadd legacy plus pump kept alarming. This issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: h3: one cadd legacy plus pump was received damaged with a damaged housing. The event history log was reviewed and there was no evidence of the reported issue. The device was started in application and no problems found with it beeping. However, the downstream sensor will be replaced as a preventive measure. There was no fault found with the returned pump.